Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was unable to adjust stimulation. Status lights on the pt programmer were assessed and it was noted that the middle light wasn't responding. The pt was seen by the doctor, and was still having problems with the implanted system. The pt experienced right thigh soreness and her right leg "giving out" 1-2 times a week. The pt also notes some left foot swelling at times. Later the pt reported pain in the lower back and down the right leg. The pt felt the spinal cord stimulator was not working properly. The implantable neurostimulation was checked and it was determined that the battery was no longer working. The pt was referred to a neurosurgeon. The ins was replaced. Following replacement the pt was doing okay. The pt was seen five days after the replacement and the incisions looked good, and were not red or hot.